Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the superficial femoral artery. Atherectomy was not used. The 4.5x80 mm supera self expanding stent (ses) was positioned at the target lesion and the stent was deployed. There was no problem in the deployment mechanism. Upon removal of the delivery system under fluoroscopy, the stent remained partially attached to the delivery tip. The system was managed to be retrieved with the stent still attached. Bleeding at the puncture site was noted when extracting the stent; no treatment was required for the bleeding. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initially filed report, it was reported that the stent was detached from the delivery system at the puncture/ extraction site and was discarded. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effect(s) of hemorrhagic [bleeding] event is listed in the supera peripheral stent system instructions for use as a potential adverse effect of peripheral percutaneous intervention. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during delivery system removal the stent inadvertently got caught on the delivery tip; thus resulting in the reported activation/deployment failure. The noted kink on the sheath likely occurred due to handling or during packing for return analysis. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.